Event description:
A report was received that patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.